Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information receoved reported the coil issue was confirmed when it was collected. Issue in the tip for both products.

Manufacturer narrative:
Continuation of d10: product ID: qc-7-30-3d (225631669). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a echelon catheter marker band dislodgement, damage (dropout). The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing flow diverter treatment with therapy coil. The patient¿s vessel tortuosity was moderate. The access vessel was the internal carotid artery (4.0 mm diameter). The catheter was wetted according to the instructions for use. A plan was made to embolize a 30mm thrombosed aneurysm near the ica c1 with a coil and then place a pipeline. During coil embolization, the coil did not wrap properly, and after several attempts of insertion and removal, it unraveled upon retrieval. The coil remained inside the microcatheter (mc) but was retrieved, confirming the unraveling. After removing the mc, the tip marker of the mc was left inside the aneurysm, so no additional coil was inserted, and the pipeline was placed to conclude the procedure. The doctor requested to identify the cause of this incident, leading to product retrieval. The following day, it was reported that the patient's postoperative condition was favorable. The catheter was removed from the package as per the package insert. The marker band remained within the aneurysm. No additional surgical or medical treatment was performed. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
H3. Product analysis: equipment used: video inspection system (m-85519), ruler (m-83361), camera (panasonic lumix dmc-zs5) as found condition: the axium device and echelon-10 micro catheter were returned for analysis within a shipping box and within two resealable plastic biohazard pouches. The axium device was returned within the echelon-10 micro catheter. Visual inspection/damage location details: no damages or irregularities were found with the echelon-10 hub. A small amount of dried blood was found within the hub. The echelon-10 micro catheter body was found stretched between ~19.0cm and ~8.0cm from the distal end. The proximal marker band was found dislodged from the micro catheter and not returned for analysis. The catheter edge at the dislodged location appears to be jagged and stretched. The distal tip and distal marker band was found separated from the remaining micro catheter body. The edge of the break was found jagged. The distal segment was not returned for analysis. Customer reported the marker bands remained within the patient. The axium pusher was found extending out the micro catheter hub ~137.0cm. Testing/analysis: the echelon-10 total length (measured to the proximal marker band) was measured to be ~152.0cm and the usable length (to the proximal marker band) was measured to be ~144.1cm, which is within specification (specification: total (ref) = 152 cm, usable = 144cm ± 1.5cm). Conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ was confirmed. The proximal marker band was found dislodged and the distal micro catheter (distal marker band/distal tip) was found broken. The jagged edge and stretching occurring at the break areas indicate that the device surface failed due to tensile overload, potentially due to resistance or catheter entrapment. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.